Event description:
It was reported that, "cement received by hospital on (B)(6) 2011. Packaging completely soaked. We are not notified until (B)(6) 2011. Catalog number 6188-010 and lot code ras015."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.